Manufacturer narrative:
One medfusion pump was received with the top case cracked, chipped by the front left and right bottom corners, a crack by the tube holder, cracked/chipped right and left plunger and visible contamination. The vent history log was reviewed and there was a "primary audible alarm post" and a "force sensor test". The power up process and visual inspection were conducted. The reported issue was able to be duplicated. There was a loose c9 capacitor on the interconnect board and the force sensor was out of calibration. This issue was a result of the customer's physical impact to the device. Physical impact/damage was found on the plunger head. The interconnect pc board and the left and right plunger case were replaced. The plunger head was re-assembled and the pump was recalibrated to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor error and a blank display. The issue was discovered during maintenance. There was no patient involvement.